Manufacturer narrative:
Correction: g3: date received by MFR: the correct date is 08/06/2025 and not 08/27/2025 which was indicated in the initial report.

Manufacturer narrative:
Additional information/correction: h11. H11 - the device malfunction of damaged or inoperable keypad may result in a delay of using the pump. It is unlikely that this issue of keypad not functioning would cause or contribute to a potential death or serious injury.

Event description:
It was reported that a spectrum iq infusion pump had damaged keypad and the ok button was not functioning. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported symptom of "damaged keypad, keypad ok button doesn't work was reproduced. The third key on the top row of keypad and the #2 key on keypad were also found inoperable. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.